Event description:
As reported by the affiliate, this patient received 3 cypher select stents and was discharged on the day following the procedure. Intra and post-procedure medications included aspirin and plavix. The patient was readmitted to the emergency room two days later with an anterior myocardial infarction and sent to the cath lab. It was discovered that the patient had in-stent restenosis and all three of the stents were fully occluded. The physician balloon angioplastied the stents to obtain reflow. The patient was discharged five days later.

Manufacturer narrative:
Additional details were requested regarding the index procedure and the readmission but are available. Please note that this device is not distributed in the united states. However, it is similar to the us distributed. It is also not available for testing and evaluation. Additional information received will be submitted within 30 days upon receipt. This is one of three devices associated with the reported events that were submitted under the following manufacturing numbers 9616099-2008-00874, 9616099-2008-00875 and 9616099-2008-00876.